Event description:
It was reported that the patient presented for a follow-up in the clinic with wound dehiscence. It was observed that the patient¿s insertable cardiac monitor (icm) was protruding from the incision site. The icm was explanted. The patient remained in stable condition.